Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient isn't sure if the program is working as they don't always feel like they are emptying their bladder. They sometimes void and then feels like they have to void again very soon afterwards; patient asked if that was normal. They also said they haven't had a bowel movement and believes they are constipated. As a result of what was reported, the patient was advised to speak with their healthcare provider (hcp). Two days later, patient reported having a couple bowel movements that were black and they get dizzy when going up the stairs. They were advised to call their hcp. Later on that day, patient reports getting a vibration on their foot and not on their thigh as expected. The patient then said it was working until 2-3 days ago; loss of therapy was reported. They increased stimulation to 3.0ma and experienced nausea, dizziness, and they threw up; they decreased it back to 2.0ma where they are currently. They also took motion sickness medication to help and they are out of breath when they walk up the stairs and it was never like that before. As a result of what was reported, the patient was redirected to their hcp for guidance during their trial. No further patient complications have been reported as a result of this event.